Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered a 10 unit bolus instead of entering 10 units of carbohydrates. The customer's blood glucose levels ranged from 55 mg/dl to 204 mg/dl. Recommendation made to discuss diabetes management with health care provider.